Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her daughter's was visited to the emergency room due to the high blood glucose on (B)(6) 2019 at 5:30 am until 10 am with the blood glucose of 485 mg/dl and 536 mg/dl when admitted to hospital. The customer experienced the symptoms related to the high blood glucose such as vomiting, abdominal pain, difficulty in breathing. The customer was treated with the fluids, fast acting lances and manual shot, syringes. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report proceeding in troubleshooting per customer alleging possible insulin pump under delivery. The customer stated that they had performed the self and displacement test and both were passed. Customer requested for insulin pump replacement, the customer was advised that the insulin pump was working as designed, even if we replaced the insulin pump, it was not a guaranteed that it will fix the issue. The insulin pump will not be returned for analysis.